Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an intermittent failure of the device's power supply was observed. The device's power supply was replaced to address the issue. The power supply was returned to the manufacturer's product investigation laboratory for further investigation. The root cause of the intermittent issue was found to be a circuit board short to ground due to a soldering issue.